Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). (B)(4). Summary of investigational findings: investigation is based on event description only. The patient was admitted 2 days after intubation with the frova device with severe sore throat. The diagnosis of the sore throat was surgical emphysema most likely due to abrasion of the trachea from the intubation "due to bougie", but patient recovered subsequently. No product was returned and no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have caused the sore throat, but based on information provided it may have been a difficult intubation, where it was hard to see the vocal cords and the bougie may have been pushed against the wall of the trachea causing trauma which developed into emphysema. The instructions for use warns that injury to the trachea is one of the risk factors to be aware of, when using the frova device. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) e597079 (k161813). Investigation is still in progress.

Event description:
Description of event according to initial reporter: patient was admitted 2 days later with severe sore throat. The diagnosis of the sore throat was surgical emphysema most likely due to abrasion of the trachea from the intubation due to bougie. He recovered subsequently. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.